Event description:
Information was received indicating that this ambulatory infusion pump constantly alarmed. It was not specified whether or not this occurred during infusion or interrupted therapy. Troubleshooting was unable to resolve the issue. No adverse patient effects were reported.